Event description:
Patient reported left side deflation. Healthcare professional later reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional later reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified broken sharp of plug strap/shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken sharp of plug strap assessed as unidentified (tear) opening. Broken sharp in the side anterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side deflation. Healthcare professional later reported left side deflation. Device has been explanted.